Event description:
Boston scientific received information that this device battery voltage meter was stuck, and was therefore explanted due to concern over battery depletion. The minimum estimated longevity for this model is 5 years, however this device was only implanted for less than four before the issue was noted. The device will be returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.